Event description:
A pt reported a problem with glare and rays of light after implantation of an intraocular lens (iol). The association between this event and the intraocular lens is not known. Additional info has been requested.